Event description:
Pentax medical became aware of a report on 30jan2020 stating, "possible contamination-patient tested positive for virus. Harboring infection." Involving video bronchoscope model eb-1575k/serial (B)(4). The customer owned bronchoscope was received by pentax medical for evaluation on 05-feb-2020. The bronchoscope was inspected by pentax medical service on 14-feb-2020 and the following inspection findings were documented: light carrying bundle has less than 70% transmission, leak at suction cylinder, failed wet leak test, umbilical cable buckle at umbilical connector side, lightguide prong cover glass set loose, failed dry leak test, fluid invasion not observed in control body, insertion tube mild dent at stage 1, operation channel- primary mild resistance, distal body chip at channel opening at thinnest part, fluid invasion not observed in pve connector. The bronchoscope underwent repairs including the following components: distal end assy with tubes, bending rubber, distal joint screw m1, light guide fiber bundle(lcb), biopsy inlet t-piece, light guide cable, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). This is the first time pentax medical video bronchoscope, model eb-1575k, serial number (B)(4)has been returned for serviced at a pentax facility since the device was put into service on 23-mar-2017. On 19-feb-2020, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 08-sep-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-sep-2016. The video bronchoscope is currently awaiting organic sampling and qc final approval as of 25-feb-2020.

Manufacturer narrative:
Correction information b4: date of this report b5.refer to h10 f7: follow up #01 f11: updated dates f13: updated dates f10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4648 insufficient information component code: 4755 part/component/sub-assembly term not applicable ________________ after completion of all repairs, the scope was shipped back to the user on 27-feb-2020 under reference delivery # (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10